Event description:
On (B)(6) 2012, the reporter contacted animas, alleging 2 cartridges developed air bubbles afer cycling the cartridge properly. At the time of the call, the reporter informed customer support that she had discarded the subject cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed and no damage or defects were noted. A fill, force and leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.